Manufacturer narrative:
A ge service rep performed an onsite investigation. A loose neutral connection in the power cord was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys froze and locked up upon receipt of a communication failure error. No pt serious injury or death was reported related to this event.